Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a fall which resulted in the ins moving slightly in the pocket. The rep stated that the ins was still functional. They reported that the pocket had been x-rayed and it showed no anomaly, but adaptive stimulation (as) needed to be reoriented due to the slight movement of the ins in the pocket. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative and a consumer regarding the patient. It was reported that the patient did not know their exact weight and it was not recorded by the staff that day. No further complications were reported.